Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6). It was reported on (B)(6) 2014 that there was no marker. During investigation of the returned device on (B)(6) 2014 it was found that the trailblazer catheter was received for evaluation without the section of the catheter containing the marker bands. The trailblazer exhibited signs of elongation/stretching.